Event description:
It was reported that an asymptomatic patient presented in clinic during follow up had inappropriate therapy. Stored egm showed t-wave oversensing. The device was reprogrammed and during dft testing, undersensing was noted during charging. No further oversensing was observed. Device was reprogrammed and left implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.